Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving an alert code 69 on the ilet device. A replacement pump was determined to be needed. Blood glucose was not affected.